Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventilator failed the circuit check test. This was followed by a motor slow, pint (internal pressure) failure, low base pressure, low pressure and device alert alarm. The device was not in use on a patient when this event occurred. The customer is to return the ventilator to covidien for evaluation and repairs, but the device has not been received by covidien to date.